Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in south korea. It was reported that the error message ¿eeprom¿ occurred on the rotaflow console during start-up. No patient was involved. No harm to any person has been reported. The reported failure ¿eeprom¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in south korea. It was reported that the error message ¿eeprom¿ occurred on the rotaflow console during start-up. No patient was involved. No harm to any person has been reported. A getinge service technician investigated the rotaflow console with s/n (B)(6). The technician confirmed the reported failure and replaced the rfc control board kit (part#701034051). After the replacement the device is working as intended. A rfc control board was previously investigated by the getinge life-cycle-engineering (lce), for a similar complaint with the failure "eeprom error". The reported failure was caused most probably by a read-/write-error in eeprom block ic9, which could led to a complete failure of the device because the eeprom did not pass the startup test. Based on these investigation results the reported failure "eeprom error" could be confirmed. The review of the non-conformities was performed on 2024-11-22 and during the period of 2015-07-28 to 2024-11-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow device in question was produced on 2015-07-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).